Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this disposable pressure transducer with vamp flex provided parameters deviated; the systole was elevated. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
As per further information received, added information to section a4 (weight), updated section b5 to "as reported, during use in patient, this disposable pressure transducer with vamp flex, the arterial blood pressure (abp) was 20 to 30 points higher (130 mmhg) compared with a (nibd) non-invasive blood pressure (105 mmhg). The values were compared base from previous measurement values and feeling/line of expectation appropriate to child and clinical picture. The issue was solved by switching to nibd and not by changing positions or flushing. There was no pressure bag, a 2cc syringe was used. The flushing and blood extraction worked as intended. No further information was available. There was no allegation of patient injury." Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not received for evaluation. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. There are manufacturing controls to avoid potential causes related to the reported malfunction. The manufacturing records were reviewed for the two possible lot numbers involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Two possible lot numbers were provided: lot 66061429: mft day nov 2, 2024; exp day oct 22, 2026. Lot 66616050: mft day may 20, 2025; exp day apr 26, 2027.

Event description:
As reported, during use in patient, this disposable pressure transducer with vamp flex, the arterial blood pressure (abp) was 20 to 30 points higher (130 mmhg) compared with a (nibd) non-invasive blood pressure (105 mmhg). The values were compared base from previous measurement values and feeling/line of expectation appropriate to child and clinical picture. The issue was solved by switching to nibd and not by changing positions or flushing. There was no pressure bag, a 2cc syringe was used. The flushing and blood extraction worked as intended. No further information was available. There was no allegation of patient injury.